Manufacturer narrative:
The device investigation is still ongoing. The results of the investigation will be communicated to FDA within 30 days of its conclusion.

Event description:
Male immunocompromised patient (?30-45 yrs old), below knee amputee (right side), low blood pressure transferred from orthopaedics; report from nursing staff that the line was blocked; consultant removed dressing to inspect line and found that the catheter had separated from the hub; no signs of the separated section of catheter; patient referred to radiology; no signs of catheter on x-ray and it was assumed/agreed that the catheter was not inside the patient and must have fallen out. Patient died two days later. Post mortem not requested by family, therefore it could not be determined if the catheter had been retained in the patient and if any adverse effects had occurred.

Manufacturer narrative:
Examination of the faulty sample returned showed that the catheter disconnected at the junction with the fixation wing. Microscopic examination showed that the catheter had been torn out of the fixation wing. A typical rough area was visible during microscopic examination on the remainder of the catheter tubing inside the catheter's hub. This hints to a tensile fracture of the catheter. No hints for a material or a manufacturing defect were found. Unfortunately no further information was obtained from the customer (batch no. Etc.). The catheter was said to be blocked before the unit tried to change it. But the extension line and the bionecteur were not blocked. Perhaps the catheter was kinked instead. Having checked radiopacity testing results, 10 to 14 steps on a 17 step aluminium ladder were reached within the last 5 years at a minimum of 5. It is very unlikely that the catheter was not visible on x-ray. No similar complaint was received for code 1212.20 within the last 3 years. A test with alcohol-based disinfectant has shown that the surface of rupture becomes smoother, if the catheter is exposed to alcohol.